Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified exactamix eva tpn bag leaked. When the nurse went to spike the bag the ¿entire port came off¿. There was no patient involvement. No additional information is available.